Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, an alert stating that the ventricular lead impedance was saturated at 3000 ohms on (B)(6) 2020 was transmitted by remote monitoring on (B)(6) 2020. As a result, the patient was admitted to the hospital for a follow-up on (B)(6) 2020. The ventricular lead impedance was measured at 2700 ohms, but the rv coil continuity trend was within normal range. The battery voltage was measured at 2.95 v on (B)(6) 2020, and the last charge time recorded in (B)(6) 2020 was 14.5 s. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occurring at the implant site. Following the recommendations sent on 30 november 2020, the associated ventricular lead was replaced on (B)(6) 2020. However, possible fibrosis around the lead tip and the coil prevented its extraction. As a result, the ventricular lead was abandoned in patient's body. It was decided to explant the ICD during the same medical procedure, considering its remaining residual longevity.

Manufacturer narrative:
Please refer to analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, an alert stating that the ventricular lead impedance was saturated at 3000 ohms on (B)(6) 2020 was transmitted by remote monitoring on (B)(6) 2020. As a result, the patient was admitted to the hospital for a follow-up on (B)(6) 2020. The ventricular lead impedance was measured at 2700 ohms, but the rv coil continuity trend was within normal range. The battery voltage was measured at 2.95 v on (B)(6) 2020, and the last charge time recorded in (B)(6) 2020 was 14.5 s. Preliminary analysis revealed that the reported behavior most probably resulted from a gradual ventricular lead issue or a gradual physiological phenomenon occurring at the implant site. Following the recommendations sent on (B)(6) 2020, the associated ventricular lead was replaced on (B)(6) 2020. However, possible fibrosis around the lead tip and the coil prevented its extraction. As a result, the ventricular lead was abandoned in patient's body. It was decided to explant the ICD during the same medical procedure, considering its remaining residual longevity.